Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Maximum lv impedance was less than 760 ohms from (B)(6) 2014 then spiked to greater than 2000 ohms the week of (B)(6) 2014 and remained high. (B)(4).

Event description:
It was reported that the left ventricular lead had a sudden increase in impedance and now is high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal and proximal conductor of the lead developed a fracture due to flexing while in vivo.